Event description:
Clinical trial. It was reported that 493 days following a coronary artery drug eluting stenting procedure, the patient experienced a target vessel reintervention. The index procedure identified and treated one de novo, 80% stenosed lesion of the mid lad (left anterior descending) with direct stenting using a 3.5x16mm taxus express2 drug eluting stent. This resulted in 0% residual stenosis and the patient was discharged the next day on ada and plavix. The patient returned for a target vessel reintervention of the mid lad 493 days following the initial procedure. A CABG (coronary artery bypass graft) procedure was performed at the mid lad. The reintervention was not a result of in-stent restenosis. The patient was discharged eight days post procedure. The investigator reported this event as probably related to the device. The reintervention was performed at a non-study facility. At the time of follow up, the patient was not taking asa or plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.